Event description:
Reporter alleged blood glucose results of 265 mg/dl on the advantage system compared to 97 mg/dl on a professional meter when tests were performed back-to-back. The reporter stated that the customer was experiencing no symptoms and did not treat or act based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.